Event description:
Pt's blood glucose was reportedly tested on a clinic's device with a result of 92 mg/dl. Pt indicated that he immediately retested blood glucose, using the suspect device, and obtained a result of 240 mg/dl. Pt's therapy was not modified based on the value obtained on the suspect device. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.